Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing intermittent elevated blood glucose (bg) levels between 212-338 mg/dl; cause was not known. Reportedly, due to the elevated bg levels, the customer experienced nausea and vomiting. Customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.